Event description:
The user facility reported a pressure increase while using a capiox fx15 during an aortic valve replacement procedure. The following information was provided by the user facility: (1) the patient's blood gases were monitored during the procedure using cdi 500 blood parameter monitoring system; (2) about 20 minutes after extracorporeal circulation (ecc) was started, the pco2 increased higher than 500mmhg; (3) the pco2 did not improve after the gas flow rate was gradually increased up to 4.0l/min so the gas flow rate was increased to 8.0l/min, approximately 70 minutes after the ecc was started; (4) eventually the pco2 decreased and the procedure was completed successfully. The oxygenator did not have to be replaced, and there was no harm to the patient.

Manufacturer narrative:
Methods - the perfusion record along with the cdi 500 data were analyzed, but there was no code available. The actual device was returned and evaluated. Upon rinsing and drying the actual sample, visual inspections confirmed there were no anomalies such as a break or irregular fiber winding. The actual device's gas transfer system was performance tested by the circulation of bovine blood @hb12g/dl and at 37°c with a flow rate of 5l/min and 3l/min and fio2=100% and v/q=1. Both the o2 addition and co2 removal were confirmed to meet product specifications. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, "during perfusion, measure blood gases and make necessary adjustments as follows. Control paco2 by changing the total gas flow rate: to decrease paco2 , increase total gas flow. To increase paco2, decrease total gas flow." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).